Event description:
Per the clinic, the patient experienced poor performance with the device, resulting in non use. Reprogramming attempts were made, however, the issue could not be resolved. Explant and reimplantation is planned but had not taken place at the time of this report (B)(6), 2010.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6), 2011; it is unknown if the patient was reimplanted.this report is filed (B)(4), 2011.

Manufacturer narrative:
(B)(4).